Event description:
Surgeon implanted 2-level charite in 2007. Four weeks post-op, he noted the setting of the l5/s1 superior endplate. Later, x-ray showed the core to have migrated posterior. A revision was performed and the charite removed. As surgical intervention occurred, an MDR is being filed to document this event.

Manufacturer narrative:
Product was not returned to depuy spine for evaluaton. A review of the device history records for the implants found no discrepancies. Based on the limited information, the cause of the implant subsidence cannot be determined at this time. Using two charite implants in one patient is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device.